Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic cholecystectomy, the bag broke along the seam while being removed from the patient. The gall bladder fell out of the bag into the patient cavity. To correct the issue, the gallbladder was removed using a clamp. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.